Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the implant would not inflate. Upon explant, there was no leak in the cylinders, the reservoir was drained and retained so it is unknown if the reservoir has a hole. A surgical procedure was performed during which the existing ipp was removed and replaced. No patient complications were reported.